Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) safsite injection sites were returned in connection with this complaint. Both samples were visually inspected and no defects were noted. They were then tested for leakage per specification with passing results. No defects were confirmed. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the product leaked blood during use. No injury reported.